Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module audio/video (pmav). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, repeated non-recoverable error 307 and 90 occurred. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse reviewed the logs and found that a node of personality module vision acquisition (pmva) was missing. Tse had site power cycle the system, but non-recoverable error 90, which was caused by pmva malfunction, occurred upon system starting up. Tse had site perform hard power cycle the system three times continuously, but the error was not resolved. The surgeon decided to convert the procedure to laparoscopic surgery. Site used instrument release kit (irk) to release prograsp forceps (pf) instrument. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. There was no post-operative complication.

Manufacturer narrative:
The personality module audio/video (pmav) was analyzed and the in remotefe and artemis, errors 90, 307 were found indicating the leaf fault on the pmva, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The pmva was installed onto a golden system (is 4200) where the errors 90, 307 were triggered indicating fault on the vbr board, replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and verified and the vbr board was found to be the source of the fault. The 8mm prograsp forceps instrument was analyzed and was found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.